Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent skin revision surgery and abutment removal under general anesthesia on (B)(6) 2022 to replace the abutment with a longer one and subsequently the patient was administered with IV antibiotics.